Event description:
A pt with a long segment (7 cm) barrett's esophagus underwent attempted focal ablation using an halo90 ultra device. Intubation with the endoscope and device was performed without difficulty. After delivering the first ablation distally, the physician noted a 1-2 cm long laceration in the proximal esophagus. There was no bleeding. The physician removed the endoscope and ablation device. Clipping was attempted, but was not possible due to the proximal location of the laceration. The physician decided to place an 18 mm covered wall stent in the location of the laceration, just in case there was a perforation. A post-endoscopy radiograph showed no perforation and the pt was discharged to home. On day 29, the pt underwent endoscopic removal of the wall stent. The esophagus looked normal and the laceration was completely healed. The pt sustained no adverse events in this 29 day time period. The physician stated that there was no device malfunction during the procedure. The device was returned to the MFR for testing per standard protocol, and it was determined to be within specification and working properly. This adverse event was graded as mild in severity due to the superficial nature of the laceration and absence of perforation. The physician stated that the laceration was probably related to intubation trauma, although a pre-existing laceration could not be ruled out as there was no acute bleeding at the time of endoscopy.

Manufacturer narrative:
Product eval result: the catheter was inspected for any potential sharp edges or corners that may have contributed to the event. No sharp edges were found during visual inspection. Catheter passed electrical inspection. No short or open connections were detected.